Event description:
The email received from the (B) (4) study indicated that approximately 7 months post index procedure, the patient died. This patient had two 10 x 30mm precise stents implanted in the ostium of the left internal carotid artery without complication. The target was 90% stenosed and was severely calcified. Approximately seven months post procedure, the patient died. The cause of death is not known and no autopsy was performed. Multiple attempts have been made by the study coordinator to obtain records regarding this event; however, they have not been successful. No cause of death can be determined at this time.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4).the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.